Event description:
Customer alleged the front casters were replaced in (B)(6) 2012 and allegedly the tires came off the caster wheels when coming off of a curb. Replaced no charge warranty. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1143190 rev I (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that new front casters were replaced in (B)(6) 2012. The dealer called stating that the tires allegedly came off the caster wheels when consumer was coming off a curb. Casters were replaced on a warranty order. No injury alleged.